Event description:
Consumer was treated by chiropractor in 2007. Treatment resulted in severe back pain for consumer. Chiropractor suggested treatment with tesla star machine. The machine is supposed to increase frequency of the cells to bring them to a "healthy state". Consumer stated that she did not get better or worse from treatment. She stated that the chiropractor charged her some money for 10 treatments w/o success. She added that the device can hurt someone because she had spoken to the MFR/inventor of the real vibe machine and he had told her that the telstar is a "knock-off", an imitation device of his machine, vibe machine. No specific device info provided by complainant. This complaint would be better addressed by the state of texas, tom brinkck, instead of the attorney general.